Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with band ligation procedure performed on (B)(6) 2022. During the procedure, the first speedband device was not able to deploy properly. The same problem happened with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.